Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result within the risk stratification range for three patients generated by access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on an alternate method and results within normal reference range were obtained. At least one patient had been admitted to the floor from ER; however, the customer did not feel that the elevated lab cardiac results were the sole reason for it. They said the physician had other factors to consider. Per customer, no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were collected in li heparin plasmas and centrifuged in the stat spin for 3 minutes. Qc was within the customer's established ranges. A system check was performed on and met specifications on (B)(6) 2011 found broken wash arm's lead screw and the vacuum pressure was not holding. The fse repaired the issue and ran a system check which failed. The fse replaced the aspirate probes and performed a second system check, which passed. The fse discussed the importance of daily cleans and using the aspirate probe brushes thoroughly. Although hardware issues were addressed, no clear root cause could be determined for this event.